Manufacturer narrative:
(B)(4). Factors that can contribute to balloon ruptures include, but not limited to, balloon damage during mfg, weak materials, excessively applied pressure, or interactions with accessory devices, pt anatomy, and/or lesion calcification or tortuosity. The pt anatomy was mildly tortuous and calcified and the device was used to post dilate a stent, which likely contributed to the rupture. It is possible the balloon material was damaged during interactions with other devices, or pt anatomy, such that the balloon ruptured upon inflation. Review of the device history record did not produce any findings relevant to this report. The device was not returned; therefore, no conclusive cause could be determined.

Event description:
It was reported that the lesion was located in the distal right coronary artery (rca), which was mildly tortuous, heavily calcified and had a 90% stenosis. A rotablator was used in the lesion and a xience v was implanted. Then, the voyager nc balloon catheter was used for post-dilatation, but the balloon ruptured when inflated for the second time. Then, intravascular ultrasound (ivus) was performed and the stent was confirmed to be adequately expanded. Reportedly, there were no pt effects. Though requested, no additional event or pt info is available.